Event description:
It was reported that communication with the pulse generator could not be established. No patient symptoms were reported. The device was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4).